Manufacturer narrative:
The ge representative performed an on site investigation. The generator driver circuit board was replaced. The filament was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a high voltage error message. No report of pt injury.